Manufacturer narrative:
This report is submitted on april 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain and drainage at the implant site. The patient was treated with oral antibiotics for a period of 1 week (date not reported). Following treatment the symptoms reportedly resolved. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.